Manufacturer narrative:
Premarket / 510(k) #: n970012, k090663. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that after the first attempt to introduce the right inflatable penile prosthesis (ipp) cylinder the 2 cm rear tip extender (rte) got stuck due a tight corpus cavernosum, detached itself from the cylinder and migrated towards the crura of the penis. This complicated the procedure as it took an hour and a half more. After several attempts, the physician was able to remove the rte and replace it with a 1.5 cm rte. The procedure was completed successfully with no further patient complications.